Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line, device component detachment and foreign body. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced and the clip grasped the leaflets. An attempt was made to remove the lock line; however, even with standard troubleshooting maneuvers, the lock line could not be removed. It was recommended to remove the cds and not deploy the clip; however, deployment of the clip continued with removal of the release pin and turning the actuator knob 4 times. At this point, it was decided to discontinue deployment and remove the undeployed device; however, during removal, the clip detached from the cds. Unsuccessful snare attempts were made and the clip embolized to the right internal iliac vein. No additional attempts were made to remove the embolized clip. The procedure continued with implantation of two clips; reducing mr from grade 4+ to grade 2+. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the clip was unable to be closed and could not be fully retracted into the steerable guide catheter (sgc). An attempt was made to remove the devices as a single unit, with the clip at the end of the sgc. During removal, the clip detached from the clip delivery system (cds) in the right atrium. The cds was removed and the detached clip remained attached to the gripper line and lock line. During removal, the clip became caught in the right internal iliac vein and could not be removed, so the lock line and gripper line was removed and the clip was left lodged in the right internal iliac vein. The procedure continued with implantation of two additional clips. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled 2921 labeled 1484 labeled. Internal file number - (B)(4). Correction: device code 1562 - labeled - removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect clip left in patient (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip system IFU instructs the user to remove the lock line prior to delivery catheter (dc) shaft detachment. This did not likely contribute to any of the reported issues during the procedure. All available information was investigated and a definitive cause for the reported inability to remove lock line, inability to close the clip and premature deployment could not be determined. The reported difficulty removing the cds from the sgc and the foreign body left in patient appear to be due to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.